Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time of 21.8 seconds. The battery voltage was 2.72v three weeks ago. Currently, a manual capacitor reformation was 27 seconds. Guidant received subsequent information that this device was explanted and will be returned for analysis.